Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the rubber gasket of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Product was not returned by the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the rubber gasket of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.